Manufacturer narrative:
A ge representative evaluated the system and adjusted the 12 volt and 5 volt power supplies. The system operates as intended.

Event description:
The customer reported the system will not boot up. No pt injury was reported.